Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; an alleged crack in the battery compartment with moisture corrosion in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed 20-aug-2018. On investigation, the battery compartment was confirmed to be cracked with evidence of moisture inside the battery compartment due to a leak through the battery compartment crack. Investigation duplicated the complaint. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the battery compartment was cracked above the bumper pad. Corrosion was observed in the battery compartment. The leak test verified a leak in the battery compartment. The pump cover was removed and no further evidence of moisture damage was found.